Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, sensor is giving inaccurate, erratic readings. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of sensor is giving inaccurate, erratic readings was unconfirmed. The sherlock sensor is functioning properly in accordance with manufacturer specifications. Reported issue root cause: the reported issue root cause is not required due to the reported issue is unconfirmed.

Event description:
It was reported, sensor is giving inaccurate, erratic readings. No other information was provided.